Manufacturer narrative:
The complaint device is not being returned. Without physically evaluating the device, it cannot be determined if there was any damage to the electrode that lead to the reported failure. However, from the reported event, it was indicated that there may have been irrigation fluid flowing out of one of the portals that may have caused the burns. IFU warns against such scenarios: ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irrigant solution. The use of rf energy with inadequate irrigation may overheat the fluid enough to cause skin burns at or near the access site and may result in damage to the electrode tip assembly. Failure to attach the suction tubing to an adequate suction source may cause thermal injury to the physician or patient. It was reported that the suction was not properly connected. This failure may be attributed to user error. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A review into the depuy mitek complaints system revealed (B)(4) similar complaints in the last 12 months. Based on the low occurrence rate for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Skin burn all details will follow by our sales rep. Sent email to the sales rep for details 7-20-2016. The product code is 228147, and the lot number is unavailable as the package was discarded. The device has already been discarded. They don't use the suction, it was not connected handpiece and suction device from the house. They electrode worked normally, but they worked without the suction. The patient needed treatment for his burn injuries. It is unknown what degree burn the patient endured. The current status of the patient is unknown.